Manufacturer narrative:
Updated: h4, h6, h10. Corrected: d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue is likely the result of physical and or chemical stress on the insertion section during user handling/mishandling or a poor storage environment. The event can be detected by following the instructions for use (IFU) which states: 3.2 inspection of the endoscope 5.inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope had leaks in the distal part of the pipe. There were no reports of patient harm. During the evaluation, it was found that the distal end had deteriorated. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: impact such as drops and chemical stress; air and water leakage, and the bending section was pierced, cut, or scratched on the bending section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.